Event description:
It was reported that the pump showed overpressure for no apparent reason. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to have a loose downstream occlusion (dso) seal. The most likely/suspected cause of the customer reported problem was a user related issue. The pump was in good condition, and the pump worked fine as it would shut down correctly when there was an occlusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal.